Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2019, the patient was admitted due dyspnea and nyha ii - IV. On (B)(6) 2019, an echocardiogram was performed and severe valve stenosis was noted. It was recommended that the valve is replaced but at his time patient declined valve revision and the trifecta valve remains implanted. The patient was discharged on (B)(6) 2019. Patient was reported to be in stable condition.

Manufacturer narrative:
An event of dyspnea, heart failure and valve stenosis was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.